Manufacturer narrative:
On 22-jun-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a map shift occurred. The medical team checked the patches to make sure sure that patient didn't move, re-did another map to manage to ablate, and completed the procedure. No patient consequences were reported. Device evaluation details: field service engineer (fse) followed up and confirmed that the system is fully functional also from the magnetic point of view. The study data, which related to the reported issue, was exported from the system and it was sent to the device manufacturer for investigation. It was confirmed that the map shift was caused by the user that worked with high and low metal levels that created non-consistent anatomy. Errors were visible but most probably have been ignored. In addition, patient movement was observed. The reported map shift was related to user error. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a map shift occurred. The medical team checked the patches to make sure sure that patient didn't move, re-did another map to manage to ablate, and completed the procedure. No patient consequences were reported. Additional information: no error messages occurred, but the catheter could not navigate the same regions since the map was not reliable. The issue occurred during ablation phase. The approximate difference in catheter location before and after map shift was 1mm. There was no cardioversion or patient movement preceding the event. Map shift is MDR-reportable.